Manufacturer narrative:
The product is not expected to be returned due to risk of infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise resulting in an inappropriate shock. A competitive right ventricular (rv) lead fracture was suspected but not confirmed. Surgical intervention was performed and the device and lead were explanted and replaced. No additional adverse patient effects were reported.